Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hemicolectomy, the device was able to fire; however, the jaws would not open and were locked on tissue. To resolve the issue, the surgeon did additional resection.